Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). Study: stryker itar-2 - infinity with adaptis. Talar component impingement and continued pain subject continues to have sustained anterior media ankle and distal tibial pain. Pain is likely due to impingement between his medial malleolus and talar component, likely related to his mild varus alignment.

Manufacturer narrative:
Addition of expiration date (d4) and manufacturing date (h4). Correction - please refer to h6 (results, method & conclusion) codes. The reported event not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(6). Study: stryker itar-2 - infinity with adaptis. Talar component impingement and continued pain subject continues to have sustained anterior media ankle and distal tibial pain. Pain is likely due to impingement between his medial malleolus and talar component, likely related to his mild varus alignment.